Event description:
Us legal mdl - it was reported that a revision surgery was performed on the patient's right hip due to pain, limited mobility, and elevated metal ion levels. The patient outcome is unknown.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part and lot numbers a complaint history/DHR/device labelling review cannot be performed for the devices involved. Should the lot/batch/serial number become available at a later date then a complaint history/DHR/device labelling task will be re-opened and completed. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, elevated metal ions and operative findings of milky joint fluid and mild changes of the synovium may be consistent with findings associated with metal debris; however, the root cause of the reported pain, elevated cobalt and chromium levels, milky joint fluid and mild changes of the synovium cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. In addition, the slightly posterior and slightly retroverted acetabular component as well as the reported trunnionosis of the contralateral side (depuy) cannot be ruled out as contributing factors to the reported clinical reactions and reported lab values. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.